Event description:
A peritoneal dialysis registered nurse [(pd)rn] reported that this pd patient was hospitalized for peritonitis and pneumonia. Additional information was obtained through follow-up with the pdrn. The event was diagnosed as peritonitis only upon the patient¿s admission to the hospital on (B)(6) 2023. The patient was hospitalized for approximately one month. No additional information related to the patient¿s hospitalization, or the peritonitis event was available. Upon discharge, the patient¿s physician determined the patient required to be admitted to the rehab facility. No culture results or cause of the peritonitis was available.

Manufacturer narrative:
Correction: g3. The date received for followup report #1 was incorrectly reported as 9/27/2023. The date received should be 9/26/2023.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
A peritoneal dialysis registered nurse [(pd)rn] reported that this pd patient was hospitalized for peritonitis and pneumonia. Additional information was obtained through follow-up with the pdrn. The event was diagnosed as peritonitis only upon the patient¿s admission to the hospital on (B)(6) 2023. The patient was hospitalized for approximately one month. No additional information related to the patient¿s hospitalization, or the peritonitis event was available. Upon discharge, the patient¿s physician determined the patient required to be admitted to the rehab facility. No culture results or cause of the peritonitis was available.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  Clinical review: there is a temporal relationship between pd therapy utilizing the liberty select cycler and the patient event of peritonitis with hospitalization. However, there is no documentation in the complaint file to show a causal relationship between the adverse event and use of the liberty select cycler. Additionally, there is no allegation of a device malfunction or deficiency, or cycler set defect reported for the peritonitis event. Although no information was provided related to culture results or the determined cause of the peritonitis, all pd patients are at risk of peritonitis due to a compromised immune system and the increase of potential for microbial contamination from dialysis techniques. Most cases of peritonitis are caused by touch contamination by the patient with the pd catheter being a source of entry for organisms into the peritoneum. Based on the limited information and no allegation of a malfunction, deficiency, or defect the liberty select cycler can be excluded as the cause of the patient¿s reported peritonitis event.

Event description:
A peritoneal dialysis registered nurse [(pd)rn] reported that this pd patient was hospitalized for peritonitis and pneumonia. Additional information was obtained through follow-up with the pdrn. The event was diagnosed as peritonitis only upon the patient¿s admission to the hospital on (B)(6) 2023. The patient was hospitalized for approximately one month. No additional information related to the patient¿s hospitalization, or the peritonitis event was available. Upon discharge, the patient¿s physician determined the patient required to be admitted to the rehab facility. No culture results or cause of the peritonitis was available.